Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that at approximately 2:00 pm the patient experienced symptoms consistent with hypoglycemia, including dizziness, loss of consciousness, and seizure-like activity. At the time of the event, the patient¿s dexcom continuous glucose monitor (cgm) reading was 85 mg/dl. No low-glucose alert was received from the device. Despite the cgm reading within range, the patient reported experiencing hypoglycemic symptoms during this period. Due to the severity of the symptoms, the patient was unable to perform a confirmatory fingerstick blood glucose test at that time. The patient laid down and self-treated by consuming food and fluids until symptoms subsided. Emergency medical services (911) were not contacted. Instead, the patient remained on a phone call with her daughter, who monitored her condition throughout the episode. No further medical intervention occurred following the resolution of symptoms. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.